Event description:
It was reported that this lead exhibited loss of capture and pacing inhibition. It was noted that the patient was symptomatic to it. Subsequently, a revision procedure was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.